Event description:
It was reported that the attachment overheated and made a grinding noise during a double jaw procedure. There was no reported pt or user injury, and the procedure was completed successfully with another shorter attachment.

Manufacturer narrative:
The drill has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.